Event description:
It was reported that approximately one week post gastrostomy tube placement, the balloon of the tube allegedly ruptured and lead to tube dislodgement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history record review could not be completed as the lot number was not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one tri-funnel 24f was returned for evaluation. Visual and microscopic testing were performed. Blood and residue were noted throughout. A c shaped rupture was noted on the surface of the balloon leaving it unable to be inflated. The investigation is confirmed for the alleged rupture, because of the nature of the returned sample, the root cause of the rupture could not be assessed. Three (3) electronic photos were reviewed. The first photo shows the tri-funnel in its entirety laid on paper towels with visible blood and residue throughout. The balloon has a notable rupture on it and the surface of the balloon appears rough and blackened. The second photo shows a closer look at the balloon. Buildup and residue is more visible along the shaft of the tubing and especially on the balloon itself. The third photo shows a better look at the rupture, showing it to be a c shaped rupture. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing shipping procedures issues contributed to the reported event.

Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on 8/6/2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that approximately one week post gastrostomy tube placement, the balloon of the tube allegedly ruptured and lead to tube dislodgement. There was no reported patient injury.